Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12913 for details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The pwd (person with diabetes) reported difficulty using two cleo 90 infusion sets on (B)(6) 2025. Approximately five hours after insertion, the tubing was accidentally caught on an object, resulting in the infusion set being pulled out of the body. The affected device was retained for return. The event occurred while in use with patient. The operate or of the device was the lay user/patient. There was no patient injury.